Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, premature battery depletion was suspected on the patient's device. It was noted that the battery on the patient's device appeared abnormally low for a recent implant. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.